Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual evaluation: the device was returned. All 6 legs and 6 arms were present and intact. Two sets of legs were returned crossed. Dimensional evaluation: the legs were uncrossed. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned with two sets of crossed legs. The investigation is inconclusive for failure to expand as images were not provided and it is unknown if the limbs were crossed while implanted or became crossed during retrieval. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural/patient factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filter was successfully captured and retrieved with a snare device. The sheath was exchanged and another filter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep has stated that the device is available for evaluation. A sample return kit was sent to the facility and is pending return. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment, the filter legs did not fully expand. The filter was successfully captured and retrieved. There was no reported patient injury. No further information was provided.